Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the 8mm large hem-o-lok clip applier instrument would not fully open. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.